Event description:
It was reported to minimed that the customer experienced scratched on the case of the pump and screen. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1886 was requested and customer responded that the device was returned for analysis.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with blank display due to power connector not plugged in properly. Unable to perform the functional testing due to blank display. The pump was cut open to perform visual inspection and found cracked ic u6 on pcba2 assembly noted. The following were noted during visual inspection: minor scratches on lcd window, minor scratched case, cracked lcd controller (pcb2) and cracked keypad overlay noted. In summary, the customer alleged a cracked keypad overlay confirmed. Blank display was confirmed during analysis due to power connector not plugged in properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.